Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial . Visual inspection found haptic torn, bent, and deformed and residue was found on optic and haptic. Claim#: (B)(6).

Manufacturer narrative:
B4- corrected to (B)(6) 2021 in initial MDR claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.0/1.0/00(sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a same length lens but was implanted vertically due to low vault. This exchange resolved the problem. Cause of the event was reporter as unknown.